Manufacturer narrative:
(B)(4). Medical devices: 32mm mod head cocr -6mm neck # 163667 lot 196450, taperloc por red/dist 13.5x147 # item 12-103207 lot 534610. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10861 and 0001825034-2018-10862. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a sudden sharp/stabbing in the buttock area of the patient, going down and threw the iliotibial band a little bit is inside the incision area, then transverses down through the lateral hamstring all the way to the calf and top of foot. Patient reports continued pain requiring prescription medication. Reports hip catches and has increased pain with lengthy ambulation, received steroid injection to hip. Pain is reported for the 2 years post revision. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of initial and revision op notes and multiple office visit notes provided. Primary op notes confirms no complications were noted. Revision op notes confirm no complications were noted. Office visit (B)(6) 2012 ¿ still suffering sciatic pain. MRI ordered. Pa glide is quite uncomfortable at the 3-l4 but mostly at at the l4-l5 and l5-s1. But lower quadrant loading bothers him at the l4-l5 and l5-s1. Left lower extremity radiculitis l4-l5 distribution. Facetogenic pain with degenerative disc disease. Myofascial lumbosacral pain. Sacrolitis. Office visit (B)(6) 2012 ¿ continues to complain of sciatic pain. Scheduled for epidural injection. Office visit (B)(6) 2012 ¿ patient still having some groin pain. He is getting better. He is on much less pain medication. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0001822565-2019-02829.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0001822565-2019-02829.